Event description:
Customer reported that while pipetting an hcv microwell plate on summit, the tech noticed that there was no sample or reagent delivered to well b10. No alarm was generated. No death or serious injury was associated with this incident.